Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 23-jun-2024 one infusion set was leaking at quick release. The infusion set is long for 1 days and blood glucose level was 243 mg/dl and issue is addressing due to insulin pump. No further information available.